Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Un-reporting since it is a duplicate report.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported, left side "grade IV, capsular contracture". Device remains implanted.